Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that this event was most likely procedural related. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, the patient presented with aortic valve endocarditis and aortic insufficiency. Therefore, he was referred for an aortic valve replacement (avr). An edwards valve was placed along with the removal of some of the patient's native ascending aorta which had become ectatic. After weaning from cardiopulmonary bypass, echocardiogram demonstrated moderate-to-severe mitral regurgitation that was not present preoperatively. It appeared to be related to an immobile anterior leaflet. The surgeon indicated that this may have occurred around the time of the noncoronary sinus repair. It was felt it was necessary to revise the avr, making sure that the anterior leaflet of the mitral valve was completely free. Thus, the valve was removed and another edwards valve was placed making sure to compensate for the devitalized area along the noncoronary sinus by taking "slightly deeper bites." This avr resulted in no evidence of aortic perivalvular leak and minimal gradient.